Event description:
Dealer advised enduser stated chair tilts and drives intermittently with wrench flashing. Spoke with tech. Dealer advised could not duplicate issue. Dealer hung up received information from tech.